Event description:
I had lasik in (B)(6) 2021. It has been a disaster ever since. I suffer from chronic dry eye to the point where at one time I was using artificial tears every 20 minutes and still felt like there was sandy grit in my eyes. I have had significant high order aberrations including starburst and halos at night since day 1, making me anxious to be out driving at night, limiting my personal freedom and ability to enjoy hanging out with friends and family in low-light settings as their faces are distorted. Since may of this year, I have now developed daytime dazzle from sunlight reflecting off of surfaces most significantly off of other cars when driving. I have been extremely concerned and appalled by the lasik center that performed the procedure's inability to correctly identify and aid in managing these complications. I do feel the risks were minimized and downplayed prior to pursuing the procedure, and a discussion with a doctor/other health care expert was never performed. No medications were recommended until 5 months post-op, and I genuinely believe part of why my symptoms are still so significant is how much my symptoms were downplayed/ignored in those crucial first few months. While I was in their care, I was constantly assured that my symptoms were temporary, a result of the dry winter air, and would get better. When they finally admitted they were permanent, little support was offered. I am also disturbed by how little was done to identify the specific factors contributing to my dry eye, as every dry eye specialist I have been to since has offered/performed more significant diagnostics than were ever discussed by my lasik center which has aided in finding appropriate treatment. Lastly, I have had 3 doctors state that they consider my above average pupil size a risk factor for my high order aberrations and/or they would have not recommended lasik to me because of this. I also had a lasik doctor outside the center state that because of how high my prescription was pre-lasik, high order aberrations post-lasik was essentially guaranteed. Had this been discussed with me pre-lasik, I would have never had the procedure performed. Instead, I had my center's pre-lasik screening performed and was told I was a perfect candidate and that modern lasik is so safe and low risk that I really felt like I did not need to worry about the risk of complications. Now, these complications are my living nightmare, and I do not feel like I was appropriately screened by my lasik center, that complication risks were not discussed appropriately, and that when I developed them that they were not appropriately managed at all.